Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, a picture was received for evaluation following biosense webster's procedures. Device investigation details: pictures provided by the customer showed the catheter icon through the cardiac tissue on carto 3 screen. However, there is no sufficient information related to confirm the potential cause of this event. A manufacturing record evaluation was performed for the finished device number lot 31137714l and no internal actions related to the complaint was found during the review. The device has not been returned for analysis and a potential cause cannot be assigned based on the current evidence. The adverse event remains unknown. The physician¿s opinion on the cause of the adverse event was no correct usage of the product / physician¿s misuse of ablation catheter, not prepared to revert or proceed with epicardial punction. The instruction for use states: when using the catheter with conventional systems (using fluoroscopy to determine catheter tip location), or with the carto¿ 3 system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Catheter advancement should be done under fluoroscopic guidance. Do not use excessive force to advance or withdraw the catheter when resistance is encountered. The firmness of the braided tip dictates that care must be taken to prevent perforation of the heart. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation with a thermocool® smart touch® sf uni-directional navigation catheter and the patient experienced cardiac perforation that resulted in death. During a procedure, the doctor punctured the heart, and the service did not have the supplies to perform the epicardial puncture. The patient was also hypotensive, leading to the patient's death. The cause of the adverse event was incorrect product usage and the physician's misuse of the ablation catheter. The medical team was not prepared to revert the event or proceed with epicardial punction. A combination of the administrative issues, unavailable supplies (the supplies were in the warehouse and not immediately accessible), and the physician's expertise level in atrial fibrillation ablation had contributed to the patient's expiry. The surgery was scheduled at 8am in the morning. The patient entered the operating room (or) at 8:30am and was sedated. By 11:45am, the procedure commenced without any major complications. The medical team used an acunav navigational catheter to locate the thermocool smarttouch ablation catheter. The physician then performed the mapping of the cardiac structure and the ablation of the pulmonary veins. The minute after closing the remaining gaps, the physician perforated the myocardium--disregarding the force alert alarm (for excessive contact force) provided by the carto system and the catheter. Additionally, at that moment, the physician asked the anesthetist for the vital sign values, which showed the patient to be hypotensive. When trying to do the procedure to reverse the situation, the medical team did not have an epicardial puncture kit. Due to the lack of supplies, the medical team didn't know the patient's blood status or blood type. There was no blood available in the hemodynamics pavilion to give to the patient. When the physician requested prothrombin, the nurse's response was that: ¿you have to order it from the pharmacy¿. The medical team and hospital did not have the medication in stock to cancel the effect of heparin.